Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the proximal left circumflex artery with one non-abbott 2.25 x 18 mm stent. On (B)(6) 2011, the patient was hospitalized with left sided chest pain. On (B)(6) 2011, the patient underwent percutaneous coronary target vessel revascularization with a promus 2.5 x 12 mm stent for an 85% stenosis in a non-target lesion, approximately 20 mm proximal to the patent index stent in the proximal left circumflex and balloon angioplasty in the first obtuse marginal artery, non-target vessel, for a 50-60% stenosis. On (B)(6) 2011, the patient experienced elevated cardiac enzymes and was diagnosed with a myocardial infarction (mi). There was no reported treatment for the mi. The patient's condition resolved on (B)(6) 2011 and the patient was discharged from the hospital on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.